Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient's system was not working. The hcp did not know why the system was not working or what about it was not working for the patient. There were no patient symptoms reported. Impedance measurements were not taken. The patient wanted the manufacturer representative to go to the hcp's office to reprogram the implant. The patient was no longer seeing the hcp that used to manage the scs therapy; the current hcp did not know anything about the scs system. The manufacturer representative checked in with the hcp, but no new information could be given. The patient had an appointment with the hcp in early (B)(6) that the manufacturer representative planned to attend in order to understand the situation further. Additional information has been requested regarding the planned appointment, clarification on the device issue, cause, symptoms, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the manufacturer representative reported that they saw the patient and did reprogramming. Impedances were all fine and reprogramming was successful. The patient was happy with the stimulation coverage. No further troubleshooting was planned.